Manufacturer narrative:
Investigation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and unused sample. We have checked the open sample received and contains only 3 sutures instead of 4 sutures. This defect is caused by a human mistake during production process. The product should have 4 sutures inside. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the product does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the sample received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. No corrective/preventive actions needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported there was a needle shortage. The reporter indicated that two cases of needle reduction, one of which had been used in surgery and one had not been used. In both cases, the nurse opened the package and found that there were only three needles in the package instead of four. No reported patient injury. Additional information not available.